Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with quickvue otc and negative with another rapid antigen assay. No confirmatory testing had been completed. An additional consumer event was also communicated which is captured on a separate report. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.